Event description:
A peritoneal dialysis (pd patient experienced peritonitis. The cause of peritonitis was unknown. O an unknown date the patient was hospitalized and treated with meropenem injection (intraperitoneal, ongoing) and ceftazidime injection (200mg, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that peritonitis did not re-occur and on an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient had recovered from peritonitis. On an unknown date, capd therapy was discontinued, the pd catheter was removed, and the patient was now doing hemodialysis (hd). The patient remained hospitalized for re-catheterization process that was scheduled. Should additional relevant information become available, a supplemental report will be submitted.